Event description:
Boston scientific crm received info when this pt's wife called technical services (ts). She stated her husband was in the hospital for four days due to a lead dislodgement. She wasn't sure which lead dislodged, but suspected it was the atrial lead that dislodged because it was too short. Our records indicate the atrial lead remains implanted. The type of corrective action taken, if any, is unk.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.